Event description:
Boston scientific received information that this pacemaker and a competitor's right ventricular (rv) lead exhibited low, out of range pacing lead impedance measurement of 116 ohms along with undersensing. The patient is not pacer dependent and only uses ventricular pacing less than 10% of the time. Additionally, the physician thought that the device could have lasted longer given a better rv impedance. The lead was surgically abandoned while the device was electively explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.